Manufacturer narrative:
The device was discarded by the customer and the investigation is ongoing. If any additional relevant information is provided, a supplemental report will be submitted.

Event description:
On december 08 2020 fujifilm corporation was informed by fujifilm medical systems u.s.a., inc that a voluntary event report (mw5097832) had been submitted by a fujifilm customer. The report stated that the recommended high level disinfection (hld) of the bs-2 balloons makes the balloons nearly unusable and after the hld the balloons do not inflate or deflate as expected. The customer thinks that following the instructions for use (IFU) makes the product very difficult to use and likely to break during the procedure. The customer indicated that they have evaluated the risk at their organization and have decided not to follow the fujifilm IFU. They believe it is riskier to the patient to perform a hld and "damage the balloon" over having a non-sterile balloon in the stomach or small bowel, which is not a sterile body cavity. The customer is requesting that fujifilm consider a way to sterilize the balloons during the manufacturing process or change the IFU to remove the requirement to hld. Additional follow up with the customer revealed that there have been times (dates and number of occurrences unspecified) where the balloon would break during double balloon enteroscopy (dbe) procedures and they would have to prolong the procedure to get another balloon attached. The customer mentioned that there were so many issues with the balloons after hld, that the customer deemed the balloons unusable. The customer said that they contacted a fujifilm sales representative (fsr) for an in-service for their facility staff and the fsr was able to successfully process 5 balloons in (B)(6) 2020. On (B)(6) 2020, the customer facility internally approved to stop hld of the bs-2 and accepted the risk of not following the manufacturer IFU; the facility has not encountered any issues since. The customer indicated that the double balloon scope used with the subject balloons was not the issue therefore the customer declined to return the scope for repairs. Additionally, the customer confirmed the issue did not cause any harm to the patients, there were no advere events, serious injuries or deaths.

Manufacturer narrative:
Fujifilm confirmed that the user had been properly trained on how to install the balloon and that there were no improvements to the procedure that could be proposed. If any additional relevant information becomes available, a supplemental report will be submitted.